Event description:
It was reported that the ventilator failed pre-use check with failed flow transducer and oxygen sensor tests during initial installation of unit. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check with failed flow transducer and oxygen sensor tests during initial installation of the unit. The failing control printed circuit board (pcb) was replaced and returned for investigation. An visual investigation of the returned control pcb showed no anomalies. The returned control pcb was installed in the reference ventilator. When simulated use test ventilation was started, breathing was absent. Pre-use check failed on most tests. Measurements on the control pcb showed that outputs from an integrated circuit (ic) that controls the gas modules were incorrect, disabling the modules. If the fault condition found during the investigation appears during ventilation, it may lead to high pressure, insufficient ventilation or stop of ventilation. High priority alarms will be generated. The fault will be detected during pre-use check. The conclusion in this matter is that the reported pre-use check failures were caused by a failing ic on the control pcb. Why the ic broke down could not be determined.

Event description:
Manufacturer ref.#: (B)(4)